Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded by the customer. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery, the burr was broken and the tip of the burr was left inside the patient's left knee. It was confirmed by a post-surgery x-ray and it was considered safe to be left in the bone. On follow-up, it was reported that there will be no revision surgery to remove the broken piece and the remaining part of the tool was discarded by the customer. It was also reported that no further information can be provided regarding the event and the status of the patient post-surgery.